Manufacturer narrative:
A ge service representative performed an over the phone investigation. The sata cable on the cine hard drive was evaluated and reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a cine disk unavailable error. Additional information was received from the field service engineer confirming that the error resulted in a loss of cine functionality. No patient serious injury or death was reported related to this event.